Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt's information such as height and weight is unk. The liner may not have been fully inserted at the original time of surgery, but without original x-rays, that cannot be confirmed. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009 and that the pt was revised four months later. During revision surgery, it appeared that even though it was not completely loose from the proximal humerus stem, the poly liner had rotated 180 degrees from its original position.